Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) a save to disk data file could not be retrieved from the device. Review of information received indicated a ipg software issue. Troubleshooting was performed using another ipg, that revealed no issue with saving device data. However, the suspected ipg continued to have the same issue. The ipg remains in use. No action taken. No patient complications have been reported as a result of this event.